Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the in the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while inserting a 4maxc into the neuron max, the physician experienced resistance and decided to remove the 4maxc. Upon removal, it was noticed that approximately twenty centimeters from the distal end of the 4maxc was broken. The procedure was completed using a new 4maxc and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 4maxc confirmed a fracture on the mid-shaft. Further evaluation revealed yield marks near the fracture. This indicates that the device likely kinked prior to fracturing. If the 4maxc is forcefully manipulated against resistance, damage such as a kink and subsequent fracture may occur. The root cause of resistance could not be determined. Further evaluation of the 4maxc revealed kinks along the proximal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.